Event description:
A male patient who had been resuscitated from cardiac arrest was placed into controlled hypothermia by ivtm therapy. At the start of the treatment, the patient's body temperature was 35.5 °c. A quattro catheter (lot # unknown) was smoothly inserted into the patient's right femoral vein in one attempt. The target temperature was set at 36.5 °c on the max rate. There were no other adjunctive temperature management or relative procedures performed, and no other central venous catheters (cvc) were placed before utilizing the zoll catheter. On the third day of the treatment, deep vein thrombosis (dvt) was diagnosed based on clinical symptoms, which included swelling of the patient's right leg and discoloration of his toes. The dvt was confirmed by ultrasound examination. The patient was in a high-risk category for dvt due to immobility after cardiac arrest. There were no blood coagulopathy results available before initiation of ivtm therapy. The noted thrombosis extended from the patient's femoral vein into the popliteal and tibial veins. The catheter dwell time was 96 hours and was still in place when the thrombosis was discovered. The dvt prophylaxis used on the patient was heparin perfusor with 500 ie. U/h. To mitigate the dvt, the dose of heparin was increased, and the patient's leg was wrapped using an elastic bandage. The catheter was removed, and the ivtm therapy ended. No further information was provided by the users. The patient is currently in recovery.

Manufacturer narrative:
The quattro catheter associated with this complaint was not returned by the customer for evaluation, as they discarded the catheter. Since the device was not returned, an investigation could not be performed by zoll, and a root cause could not be determined. The patient was in a high-risk category for dvt due to immobility after cardiac arrest. The patient is currently in rehabilitation recovery. Event of dvt was assessed as serious because based on available information, the patient experienced clinical symptoms of dvt and treatment was required. Event was assessed as probably related to the zoll catheter due to relevant timing and location of dvt. At the same time, the patient's post cardiac arrest condition and immobility possibly contributed in development of current condition of dvt. Dvt is a known complication of central catheters of any kind. Patients in a critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high risk patient populations [zoll white paper on dvt]. Dvt is anticipated event and could potentially occur with usage of any catheter. The reported event is probably related to the device and not related to the procedure.